Manufacturer narrative:
The events of gel bleed and silicone migration are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and silicone migration.

Event description:
Patient reported right side ¿right axillary region a lymph node with echogenic cortical and prominent of 3.3mm, in relation to the lymph node with silicone, corresponds to the node described in the mammography. The implants are retro pectoral in location, with no evidence of rupture¿, ¿local discomfort (pain and heaviness)¿, the following events are not device related: tiredness¿, ¿hair loss¿, ¿unexplained joint pains¿. Device remains implanted.